Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant is estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on an unspecified date, the patient underwent a peripheral procedure with implantation of an unspecified supera stent. On (B)(6) 2017, the patient underwent a procedure to treat in-stent restenosis of the supera stent. It was speculated by the treating physician that possibly during the implantation of the supera stent, the implant physician did not realize the extent of the plaque. The stent was occluded distally and proximally; therefore, because it was easy to cross through the supera, it was thought that there was thrombus in the supera stent. On intravascular ultrasound (ivus), plaque was also noted. An emboshield nav6 embolic protection device was placed distally to the target lesion, which was aspirated when it became full. Laser atherectomy was performed, as well as drug coated balloon angioplasty and placement of a non-abbott stent. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of thrombosis and stenosis, as listed in the supera electronic instructions for use, are known adverse events associated with the use of a peripheral device in native peripheral arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.